Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy with a homechoice (hc) device made a use error by reusing a single use disposable cassette line. During pd therapy, during fill 5, the hc alarmed with a check supply line alarm. All of the supply bags were empty and so the pt took a new supply bag, removed the heater bag from the heater pad, and placed the new supply bag on the heater plate. The pt then removed the new supply bag from the heater plate and connected it to the cassette line (without changing the cassette) and placed the original supply bag back onto the heater plate. The hc continued with dwell 5, drain 5, and then continued into cycle 6. The pt finished therapy for that day. A baxter representative explained that if they ever have any issues or alarms to please call baxter technical service so that proper troubleshooting procedures could be explained. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The occurrence date/therapy date was reported to be "a couple of nights" prior to the date of this report. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.